Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during a ogd procedure performed on (B)(6) 2012. According to the complainant, during the procedure while attempting to take a biopsy from an ulcer in the stomach, the forceps would not close. The forceps and scope were removed in tandem from the patient, and then the forceps were withdrawn. However, once the forceps was removed, one of the dual pullwires was found to have snapped. The procedure was completed with another radial jaw 4 large capacity biopsy forceps device. Reportedly, the position of the scope was not very tortuous. Additionally, no device issues were noted prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during a ogd procedure performed on (b)() 2012. According to the complainant, during the procedure while attempting to take a biopsy from an ulcer in the stomach, the forceps would not close. The forceps and scope were removed in tandem from the patient, and then the forceps were withdrawn. However, once the forceps was removed, one of the dual pullwires was found to have snapped. The procedure was completed with another radial jaw 4 large capacity biopsy forceps device. Reportedly, the position of the scope was not very tortuous. Additionally, no device issues were noted prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the device cut in two and the washer tail bent. No abnormalities were noted with the device riveting and welding which were within specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, the washer tail was bent. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.